Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver doxorubicin 115mg/200ml, with a rate or 4.2ml/hr, for a duration of 48 hours, and the delivery was started. No further programming parameters were provided. At an unspecified time the following day, the pt reported the device had shut off without sounding an audible alarm tone. The pt reported approx 0.9ml of medication had been delivered. The device was removed from clinical use. Therapy was completed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated the device was programmed on (B)(6) 2012 at 1305, for continuous delivery on ml, with a 4.2ml rate, a 200ml vtbi (volume to be infused), a 0ml kvo rate, a 210ml container size. The device continued is use at the programmed settings intermittently including the reported event date of (B)(6) 2012. On (B)(6) 2012 at 1531, the device was powered on using batteries and a new container was indicated. At 1534 the delivery was started. At 1547, a power loss alarm occurred. On (B)(6) 2012, between 1211 and 1213, the device was powered on and off. This report represents all the information known by the reporter upon query by hospira personnel.